Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats procedure, the vasecr35 was well set up in new pve35a as usual. Surgeon released safety button and pressed a firing trigger and blade moved forward, but stopped midway. Then surgeon pressed a reserve button, but did not work. Finally he activated a manual override lever to retrieve knife to open a jaw. Surgeons used suture to close the un-stapled vessel. The procedure was successfully completed. There was no extended hospital stay, no re-operation was needed, and patient was discharged.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5aw75. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.